Event description:
It was reported that the lead exhibited high impedance, loss of capture and had dislodged. During explant procedure an insulation anomaly was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.